Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not alarm for an upstream occlusion. The event occurred during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a software malfunction. The software was updated to address thi sissue. The uso seal was also replaced. The device then passed all testing.